Event description:
Event occurred in 2004 at 2-3 am. Pt very frail in the end stage of disease. Pt had been gasping and wanted to go to the hosp, but did not want to be transported via an ambulance. Family members and pt going down a flight of steps when they noticed the vent stopped and had no lights, unsure if there was an alarm condition. Family members panicking. Neighbors [2] brought out extension cords to try to power the vent. Vent would not turn on. Family member started CPR. Hosp rep believes the pt passed away due to their disease state, not vent malfunction.